Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patent presented to the clinic due to feeling short of breath. Upon interrogation it was noted that the lead safety switch (lss) had triggered for the right ventricular (rv) lead and pacemaker due to high out of range pacing impedance measurement. When the lss triggered the lead polarity changed from bipolar to unipolar. The field representative also noted that the device was programmed to permanent brady mode of pacing in the ventricle with no sensing programmed, it was unknown why the device was programmed this way. It was found that the shortness of breath was not related to the device, but rather the patient's condition as the patient has many health issues. At this time the physician is not considering a revision procedure. No adverse patient effects were reported and the system remains in service.

Event description:
Additional information was received that the lead safety switch (lss) was triggered again for out of range pacing impedance measurements. This time the lss was triggered due to low out of range pacing impedance measurements. No further tests or x-rays were taken and the polarity of the lead was programmed from unipolar back to bipolar. At this time the system remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed due to low out of range impedance measurements for the pacemaker, right ventricular (rv) and right atrial (ra) leads. A subclavian crush was believed to have been the cause of the rv and ra lead issues, however it was not able to be confirmed. The entire pacemaker system was abandoned inside the patient. No additional adverse patient effects were reported.